Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Ultimately, the customer was advised to replace supplies and continue insulin therapy. The customer also reported they do not use room temperature insulin, which is considered off label use.